Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. If additional information becomes available at a later time, this report will be supplemented.please cross-reference to 8010047-2016-00246 and 8010047-2016-00230.

Event description:
During an unknown procedure using the subject device and otv-s190, e315 error (unsupported scope) was experienced. The user replaced the subject device with ltf-v3 that they owned, but the same error was observed. Since the error did not occur when the user subsequently connected the subject device, which they used in the beginning, they continued to use the subject device to complete the procedure. Both scopes were inspected and found with blood-like stains on electrical contact pins. There was no patient injury reported.